Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported that the device intermittently gets a signal. Also the product would display values and then suddenly display no values. No error messages or audible alarms are experienced during the failure. Additionally, the device is missing the battery door. No consequences or impact to patient were reported.